Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted an unknown winterthur hip on the right side on (B)(6) 2005. Blood tests showed high levels of cobalt. The patient is suffering from joint pain and hearing and sight problems. Patient has a bilateral total hip arthroplasty. The patient is being monitored due to pain and elevated co level. (Left hip is treated in (B)(4), MFR report number: 9613350-2016-00011.)

Event description:
Patient was implanted on the right side and is being monitored due to pain and elevated co level.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00013-1). All the information captured as per 0009613350-2016-00013-1 including g4(date received by manufacturer) except b4. Additional: h2 update: g4, g7, h6, h10 as the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. As no lot numbers were provided for the devices, the device history records could not be reviewed. Review of incoming information it is reported that unknown product was implanted on apr 8, 2005 and the patient is being monitored due to pain and elevated co level. Patient had bilateral total hip anthroplasty. Neither x-rays, operative notes, nor office visit notes were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).